Manufacturer narrative:
The lead was not returnd for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this lead had sustained a fracture. It was reported that nearly 40% of the lead body was coiled behind the pacemaker in the pocket. The lead followed a very sharp angle of entry into the superior vena cava (svc) which was quite visible on the chest x-ray. A revision procedure was performed and the lead was removed from service. A replacement lead was implanted without further incident. No adverse patient effects were reported.